Event description:
Rn was attempting to place an IV in the patient's right antecubital space. After insertion of needle and catheter were unsuccessful, the rn pulled the catheter out of the arm and noted that part of the catheter was missing; she was able to pull a piece of the catheter out of the arm with tweezers. This is all the information available for this event. Unfortunately, the broken catheter was thrown away.